Event description:
It was reported that during central processing, the 30 degree endoscope cable had damage. It was unknown if a fragment fell in the patient. It was unknown how the procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the 30 degree endoscope be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 30 degree endoscope was analyzed and found with minor cuts to the cable insulation. The damage was located at zone a near the integrated connector of the endoscope cable. Additionally, the endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and found with an aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration.